Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an auto-off alarm. Reportedly, the customer had interacted with the pump within the 12 hour time frame the auto-off alarm was set to (the auto-off alarm occurs if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours). Additionally, it was reported that a cartridge alarm (alarm 05) occurred. Reportedly, the customer had followed the prompts when loading the cartridge. Blood glucose level was 190 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.